Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was replaced. The patient stated approximately two years ago the charger could not locate the ipg and the patient could not charge the ipg. The patient had not charged the ipg or used his stimulation for over two years. Stimulation therapy was reportedly restored postoperative.